Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that spring locking arm did not capture the manta ray screw. During a c4-c5 acdf (anterior cervical discectomy and fusion) with interbody, the right c5 screw would not pass through the spring arm locking mechanism on the plate. The surgeon removed the 14mm variable screw and tried advancing the same screw past the spring arm. When that did not advance pass the spring arm, he chose to leave it because he had good bony purchase. The plate length was 24 mm. Integra has requested additional info.